Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed complete heart block and a transesophageal echocardiogram (tee) showed a moderate-to-severe paravalvular leak (pvl) resulting in aortic re regurgitation. Temporary pacing was initiated for the heart block, and a balloon aortic valvuloplasty (bav) was performed for the pvl. The bav did not improve the pvl, so a larger size of this model device was implanted valve-in-valve. The pvl did not immediately im prove, but two days after implant had improved to a moderate level. There also was an observation of atrio-ventricular heart block with a junctional escape rhythm. A permanent pacemaker was implanted five days after the implant of these valves. No further intervention was performed for the pvl. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The devices remain implanted and therefore have not been returned to medtronic. A separate report has been filed for the pvl complaint.(B)(4).